Manufacturer narrative:
Concomitant medical product(s): 5076-52 lead, implanted: (B)(6) 2011; 5071-53 lead, implanted: (B)(6) 2011, this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed possible intermittent ventricular under-sensing of an arrhythmia and the right ventricular sensing trend showed inconsistent measurements. A request for additional information was made but not received. The lead remains in use and no patient complications have been reported as a result of this event.